Event description:
It was reported that during installation, the sys was in the process of being tested and verified for proper use when it was noticed no ice block was being made. Compressor would turn off and never cool the sys for ice to be made. No pt involvement. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field service technician and a faulty compressor was identified as the cause for the problem. The defective loaner device was sent back to the repair depot. A supplemental medwatch will be submitted when additional info becomes available.